Event description:
Pt was to receive 5fu 6000mg over 4 days. The company sent cadd legacy plus pump instead of cadd legacy. Pumps look very similar. Staff did not differentiate this as a different pump and programmed as if it was a cadd legacy. Pt received a 4 day dose of 5fu over 4 hours. Pt was admitted to the hospital to monitor for chemotherapy toxicity. Pt experienced some increased bleeding and also had wound care issues. Pt developed stomatitis, pancytopenia, but it appeared to be resolving. Pt eventually developed sepsis and expired 1 month later.